Event description:
Company representative reported "cellulitis" against unknown side. Manufacture of the device is unknown. The status of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis.